Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, the tip of the device was broken in such a way as to prevent the jaws from opening and closing. It is unknown how the procedure was completed and there were no patient consequences reported.